Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was used in a calcified artery. It should be noted the starclose instruction for use (IFU) states: do not deploy the clip in areas of calcified plaque. In this case, it is unlikely the IFU violation contributed to the issues. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible, based on the reported information that the dilator may have distorted the seal/valve during removal. In this case, the insertion of the flex guide would become more difficult. The issue with the hub not clicking in supports the distortion as the distortion of the seal would interfere with the sheath cutter preventing connection. However, this cannot be confirmed as the device was not returned. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a starclose se device after a stenting of the right distal superficial femoral artery procedure using a 6f sheath. Access was antegrade/ipsilateral (downhill). Reportedly, resistance was felt when pushing the starclose flex-guide through the sheath and the hub of the sheath could not click into the device in step one of deployment. The device and sheath were removed. Manual compression used to close the arteriotomy and then a non-abbott device was applied. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494, patient selection.